Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the allegation of infection was not confirmed however the lead was severed upon return. Further, the lead passed the continuity test.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated uponcompletion of the analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. The patient got typhoid fever and malaria. Additional information obtained from the field representative indicates that this rv lead was infected with salmonella and was removed. During extraction procedure, this rv lead was damaged. No additional adverse patient effects were reported.